Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back in because they received a letter from MDR. Pt stated they answered the questions then mailed the letter back. Pt reported they had been reprogrammed 10 times but still have not felt any pain relief. They were told that the lead had quit a bit of resistance. The positioning of the leads were checked and they reported the lead was positioned okay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a return of pain and a high impedance issue associated with the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) device. The high impedance was not observed on the day of surgery, with values ranging from 0-6 to 4000 or over. Troubleshooting was performed around the high impedance issue where the rep reprogrammed the patient. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had their implanted neurostimulator turned off for a few months because the device was not really providing them therapy (see previous case). Patient stated they turned the therapy back on yesterday and they are fully charged but every time they try to increase the intensity they get a message that says cannot provide your desired intensity settings. Patient tried changing assigned groups, attempted increasing intensity and confirmed seeing the same message. Patient added they can decrease the intensity but unable to increase they also noted with group c they did not feel any stimulation and mentioned they thought they were getting decent results with group c previously. The patient then was redirected to their healthcare provider to further address the issue. Patient stated they were trying to contact their medtronic rep as well. Patient called back and reiterate concerns from previous case. Patient mentioned that the trial has worked fine, however, when they had the implant, no matter how many times they re-program, it would not ease the pain. Now, patient mentioned that therapy is not giving them any relief at all even though patient had tried switching groups. Patient also mentioned that when they increase the intensity, they would get a message cannot provide desired intensity settings. Patient mentioned that they have reached out to their medtronic rep, however, they haven't gotten any response yet and called patient services to get more options. Agent redirected the patient to their doctor and send and email to the field. Additional information was received, it was reported the cause of the settings not available was the patient had impedances. The representative reprogrammed the patient around the impedances. The issue was resolved. Additional information was received, it was reported the representative reprogrammed the patient multiple times with no results.